Event description:
During trial evaluation of new iabp, the iabp was noted not to be augmenting. It was noted that blood was backing up into the lumen. The iabp was turned off. No alarm sounded regarding this event. The iabp was discontinued. No harm to pt. Balloon was taken for evalaution by arrow rep.